Event description:
The user facility alleges that they had four events of an oxygen line disconnecting. Two events occurred while transporting a patient and one event occurred prior to use. In the last event, the rn found the oxygen line on the floor. There was no pt compromise for any of these reported events.